Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer let the pump battery fully deplete. The pump was able to be turned on by plugging the pump into a power source. Subsequently, the pump shut off unexpectedly and became unresponsive. There was no impact to the customer's blood glucose level due to the reported issue. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.